Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "might have some leakage"

Event description:
Patient reported left side "might have some leakage". The device remains implanted.